Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure the stapler was unable to fire, the stapler handle remained stuck while using the 1st loading unit making the loading of the 2nd reload impossible. They opened a second stapler and the handle is also stuck. There was no reported patient outcome.